Event description:
The account stated that the architect (B)(4) reagent has generated a falsely low result on (B)(6) patient. The patient experienced abdominal pain, vomiting and was (B)(6) on a home pregnancy test. The initial result was 8,000 u/l, but the 1:15 automated diluted result was 140,000 u/l. The lab also ran the sample manually on a 1: 5, 1:10 and 1:20 dilution and the results were >75000, 142,000 and 153,500 u/l respectively. The results were repeated on both the (B)(4) and (B)(4) analyzers using different reagents. The result of 140,000 u/l was reported. There were no previous (B)(4) results for the patient. There was no adverse impact to patient management reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.